Event description:
It was reported that the patient had not used their system since december 2001. In 2002, the patient was seen at the implant center for an external equipment upgrade. At that time, testing conducted confirmed that the device was no longer functioning. Revision surgery has tentatively been set for 4 months later.